Event description:
A surgical tech reported that an intraocular lens (iol) was exchanged due to the pt experiencing poor vision. The lens was replaced with a monofocal lens. Additional information was received from the surgeon who reports that the quality of vision in the pt's operated eye was not improved following the implant.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. A completed questionnaire was received on 05/21/2013. There have been no other complaints reported in the lot number. (B)(4).